Event description:
During an unknown procedure, there was an abnormal sound during use of the device. There was no error code indicated. Another device was used to complete the case. There were no adverse consequences to the pt. Two devices are returning.